Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). Upon arrival, the fss found the laser had been off and stored away. The self-test and calibration passed and started as intended. The chamber was refilled with a value of 1509. The fss checked the plastics and found no issues. The aspirator flow, cal arm position and aspirator arm position were within specifications. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with central islands on both eyes (ou) eye at a 1 month post-operative exam. The brief description from the account indicated the patient had a custom photorefractive keratectomy (prk). Topography was performed and indicated the possibility of central islands in both eyes. The patient had to be re-lasered and is recovering. This is one of two reports and corresponds to the right eye. Pre-operative visual acuity: right (od) eye pre-op 20/20; left eye (os) pre-op 20/25. Post-operative visual acuity: right (od) eye pre-op 20/20; left eye (os) pre-op 20/20.